Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a vascular clinical procedure, which was stopped, and the patient was transferred to another room to complete the procedure. The philips field service engineer (fse) inspected the system onsite and found that the low-load fluoroscopy was activated. Upon troubleshooting, the fse identified a cooling unit error that had triggered the "low load fluor" message multiple times. A review of the error logs confirmed that this message, along with internal errors related to the cooling unit and the xsc flow switch, occurred repeatedly. However, these issues stopped after the fse rebooted the system upon arrival. Following this, a comprehensive performance test of the frontal x-ray system was conducted, including tube adaptation, yield, edl, and all relevant performance checks. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert indicating only low load fluoroscopy was possible, which was impacting imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.